Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: catheter.

Event description:
It was reported that the catheter was replaced on (B)(6) 2014 due to a break at the distal segment. An x-ray was performed as diagnostic testing. It was noted that some of the catheter remained in the intrathecal space. It was reported that the product issue was resolved. The patient had experienced pain. Patient status at the time of the report was alive with no injury. The device system delivered morphine. It was later reported that the catheter broke where it went into the spine. There were no plans to remove the segment that remained in the intrathecal space. The reporter stated that they had not heard that the patient had any problems after the surgery.